Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 570 mg/dl. Customer just felt pain and thirst nothing else first day of menstrual pain large ketones. The customer was treated for their blood glucose with 3 bags of fluids, 2 doses of medicine for pain, and half bags of saline. The customer did not troubleshoot and did not send the product back for analysis. It is unknown what may have caused the blood glucose to rise.